Event description:
It was reported that the insulin pump alarmed button error. Advised customer the insulin pump would be replaced. The customer was advised to return the broken insulin pump for analysis. Customer's blood glucose was 108 mg/dl. No further information provided.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.